Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line) that appeared on the homechoice (hc) unit during drain 2 of 4. The home patient (hp) stated that he had disconnected from the hc earlier. The technical service representative (tsr) informed the hp to use manual bags or start over again using new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient he does not recall this event, however, stated that he frequently has to disconnect during therapy to check on his farm. The patient thinks that the cycler went into drain when he wasn't connected and therefore the alarm occurred, however, the patient is not certain. The patient stated that he discarded supplies and resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to unavailable sample, therefore, baxter could not determine the root cause. A batch review was not performed due to unknown lot number. The results of a label review revealed that there is adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).